Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported in a medical article by stacy e. Hatcher, titled catastrophic failure of spinal cord stimulator paddle electrodes in the cervical spine that the patient experienced severe pain and loss of stimulation. It was found out in an x-ray that the lead was completely disrupted, contacts were clustered, a single contact in the para-muscular tissue, and wires were fractured. The patient underwent a revision procedure wherein the lead was replaced and a microdissection was done to individually removed the small metal contacts from the subcutaneous and subfascial space. Fluoroscopy confirmed no lead fragments or individual contacts remained. A wider neck dissection was needed in the first case. No additional information was provided.